Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the results of the investigation, the reported phenomenon (power on but no display) likely occurred because power was not properly supplied to the device due to a faulty printed circuit board. However, the cause of the faulty board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac) that the high definition lcd monitor was not working during an unknown procedure. The customer reported that the monitor fell and is getting power but no picture is being displayed and none of the buttons are working. The power light-emitting diode is working but nothing is lighting up. There were no reports of patient harm reported with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation determined the cause was due to a faulty printed circuit board. It was also noted that the bezel/frame were both cracked. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.